Manufacturer narrative:
Additional information was received that the cause of death was multiple organ failures. No autopsy was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: envpro-16-us, serial/lot #: (B)(4), ubd: 06-dec-2020, UDI #: (B)(4). Product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 06-nov-2019, UDI #: (B)(4). Product analysis: the valves remain implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was 80% deployed and was too deep. The valve was recaptured and repositioned three times. On the third recapture, the native aortic valve was occluded for 30 seconds while an ongoing pacing run of 180 beats per minute (bpm) was reported. Due to low left ventricle ejection fraction, the heart was slow to recover. Cardiopulmonary resuscitation (CPR) was performed and the patient regained stability. The valve was deployed and migrated ventricular. No seal was made and the patient decompensated. A second transcatheter bioprosthetic valve was implanted at an appropriate depth and the patient recovered. The following day, the patient died due to complications during the valve procedure.